Manufacturer narrative:
Investigation determined a defective rotor. Our r&d department is currently trying to resolve these issues. During the retrospective review, and as per the complaint description, pump showed error pum152 and replacing the same will result in major delay of therapy and hence this is determined to be reportable. This reportable event was identified during a voluntary retrospective review of all complaints since 2015 by the manufacturer (dutch ophthalmic research centre (B)(4)). Details of this activity were discussed with cdrh office of compliance ((B)(6)) during a tele-conference on (B)(4) 2017. All available information has been disclosed. This complaint has now been closed.

Event description:
Error: pum152. Temperature error, motor broken. All information has been disclosed.